Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager kept failed and would not open. A field service engineer (fse) arrived on site and worked with customer troubleshoot the unit and found that the latch and cable were intermittently failing, so the fse replaced the internal latch and internal cable to the remote manager. The fse then ran a full hardware test application, opened the drawers, and removed medications trapped between pockets. The unit was tested and confirmed to be operating correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager failed to open, which located on nb4na. The customer attempted to recover the malfunction, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to get the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.